Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to low out-of-range pace impedance measurements less than 200 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to low out-of-range pace impedance measurements less than 200 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was scheduled and then later cancelled by the physician. A second physician was consulted. It was noted that the patient was not pacer dependent, and lead measurements were stable. It was determined that the observed impedance changes correlated with left ventricular assist device (lvad) placement, and electrophysiology determined no further action was required at this time. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to low out-of-range pace impedance measurements less than 200 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was scheduled and then later cancelled by the physician. A second physician was consulted. It was noted that the patient was not pacer dependent, and lead measurements were stable. It was determined that the observed impedance changes correlated with left ventricular assist device (lvad) placement, and electrophysiology determined no further action was required at this time. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited additional low out-of-range pace impedance measurements less than 200 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.